Event description:
It was reported that customer experienced repeated minimum fill notifications while attempting to load cartridge with 270 units of insulin, resulting in 240 units of usable insulin in cartridge and unsuccessful attempts to resolve issue by reloading same and then new cartridges, despite wearing pump in a case and being unable to clean pump connection area as instructed. There was no adverse impact to the customer's blood glucose level. Customer was transferred to advanced support, received guidance on proper cartridge filling, air removal, and loading technique, successfully loaded cartridge and resumed insulin delivery, and was to receive emailed resources for future cartridge and syringe filling.